Manufacturer narrative:
(B) (4). (B) (4). Device #2: part # 12673-05, lot #790020-6h indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device #1 issue: needle-to-cuff miss. Time of device issue. During vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, no sutures were present. A second proglide device was attempted but also resulted in no sutures present. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.